Manufacturer narrative:
H4: correction: manufacturer date: 09/09/2016. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). The laser labeling contains information under precautions regarding cataracts greater than grade 4 as follows: the catalys® system has not been adequately evaluated in patients with a cataract greater than grade 4. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A compromised posterior capsule requiring secondary surgical procedure by a retina surgeon was reported. A brief description from the surgery center indicated that during the catalys laser procedure on (B)(6) 2021, a (B)(6) year old male patient had a dense cataract in the right eye (od). The catalys treatment was completed. However, in the operating room (or) when the lens was being removed, it was noted that the posterior capsule was compromised. The incision was enlarged and an anterior chamber (ac) intraocular lens (iol) was placed. A retina surgeon was referred to remove the fragments that had dropped into the vitreous cavity. The surgeon noted that this was a post retina patient who had undergone multiple injections and stated that the posterior capsule was most likely compromised prior to the laser being applied.